Manufacturer narrative:
Additional information has been requested to the representative. At this time, the product has not been returned. If the product is returned and the analysis is performed, this investigation will be updated should pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead was explanted 3 days after implant due to unknown reasons. No additional adverse patient effects were reported.